Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the emergency room, post-sensed t-wave oversensing was observed. The patient received inappropriate atp and hv therapy. Programming changes were made, and the device remains implanted.